Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-03222. It was reported that stent damage occurred. The target lesion was located in a heavily calcified unspecified artery. A 5.5 non bsc guide catheter was used. A 2.25mm x 12mm promus premier stent was advanced but was unable to cross the lesion. The device was removed and it was noted that a stent strut was lifted. The device was exchanged to another 2.25mm x 12mm promus premier stent but was again unable to cross the target lesion. When the device was removed, it was noted that a stent strut was lifted. The size of the guide catheter was increased to 6f and the procedure was completed using another of the same device. No patient complications were reported and the patient¿s status is fine.